Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's pump alarmed for motor error and motion sensor test failure. It was reported that the customer's blood glucose level was normal. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the displacement test and a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, off no power test, a21 error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump was received with minor scratched display window.